Event description:
It was reported that balloon rupture occurred. The 97% stenosed target lesion was located in the moderately tortuous and severely calcified distal left circumflex artery. Following pre-dilation with 1.5 x 12 mm emerge balloon catheter, a 2.50 x 20mm synergy xd drug-eluting stent was advanced for treatment but failed to cross the lesion. However, during inflation at rated burst pressure, the balloon ruptured. The balloon was removed outside of patient's body. The procedure was completed with a different device. No patient complications were reported, and the patient was in good condition.

Manufacturer narrative:
B5: describe event or problem: corrected from a balloon rupture to a device kink event.h6: device codes: corrected from material rupture and failure to advance to material deformation.

Event description:
It was reported that balloon rupture occurred. The 97% stenosed target lesion was located in the moderately tortuous and severely calcified distal left circumflex artery. Following pre-dilation with 1.5 x 12 mm emerge balloon catheter, a 2.50 x 20mm synergy xd drug-eluting stent was advanced for treatment but failed to cross the lesion. However, during inflation at rated burst pressure, the balloon ruptured. The balloon was removed outside of patient's body. The procedure was completed with a different device. No patient complications were reported, and the patient was in good condition. It was further reported that stent deployment was not attempted due to a kink in the catheter caused by calcium and not a balloon rupture as initially reported.

Event description:
It was reported that balloon rupture occurred. The 97% stenosed target lesion was located in the moderately tortuous and severely calcified distal left circumflex artery. Following pre-dilation with 1.5 x 12 mm emerge balloon catheter, a 2.50 x 20mm synergy xd drug-eluting stent was advanced for treatment but failed to cross the lesion. However, rated burst pressure of the balloon was inflated and upon checking, the balloon ruptured. The balloon was perfectly removed outside of patient's body. The procedure was completed with a different device. No patient complications were reported, and the patient was in good condition. It was further reported that stent deployment was not attempted due to a kink in the catheter caused by calcium and not a balloon rupture as initially reported. It was further reported that contrary to the initial report, percutaneous coronary intervention (pci) procedure was cancelled.

Manufacturer narrative:
B5: describe event or problem: corrected from completed with a different device to procedure cancelled. H6: device codes: added failure to advance. B5: describe event or problem: corrected from a balloon rupture to a device kink event. H6: device codes: corrected from material rupture and failure to advance to material deformation.

Manufacturer narrative:
B5: describe event or problem: corrected from completed with a different device to procedure cancelled. H6: device codes: added failure to advance b5: describe event or problem: corrected from a balloon rupture to a device kink event. H6: device codes: corrected from material rupture and failure to advance to material deformation. Device evaluated by MFR.: synergy xd mr ous 2.50 x 20mm stent delivery system was returned for analysis. Examination of the crimped stent via scope found evidence of mid to proximal stent damage. The undamaged crimped stent outer diameter was measured by snap gauge within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of tip damage. A visual and tactile examination of the hypotube shaft found multiple kinks along several locations of the hypotube shaft. The shaft polymer extrusion including the distal and mid-shaft sections were examined via scope and tactile examination. No issues were noted. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The 97% stenosed target lesion was located in the moderately tortuous and severely calcified distal left circumflex artery. Following pre-dilation with 1.5 x 12 mm emerge balloon catheter, a 2.50 x 20mm synergy xd drug-eluting stent was advanced for treatment but failed to cross the lesion. However, rated burst pressure of the balloon was inflated and upon checking, the balloon ruptured. The balloon was perfectly removed outside of patient's body. The procedure was completed with a different device. No patient complications were reported, and the patient was in good condition. It was further reported that stent deployment was not attempted due to a kink in the catheter caused by calcium and not a balloon rupture as initially reported. It was further reported that contrary to the initial report, percutaneous coronary intervention (pci) procedure was cancelled.